Event description:
It was reported that the patient experienced infusion set cannula was bent which leads to high bg(B)(6) and treated with insulina inyeccition pump therapy change infusion set and reservoir on (B)(6) 2026.

Manufacturer narrative:
Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.